Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the pulse generator showed a diagnostic anomaly. No interventions were reported. The patient was stable.